Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip arthroscopy the shaver disconnected from the pump but no error message was displayed. No water was pumped to the joint and no suction out of the joint. Even changing the shaver and shaver handpiece did not help. At the end the pump was changed and the system started working again, so the failure can be attributed to the pump. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update nroe (B)(6) 2023: further information was received and revealed that the tubing which was used during the procedure was ar-6420 and ar-6430. The settings were on 40 or 45ml/min, cannula medium, shaver medium. A clamp test was performed. The patient remained in the hospital over night but this was a planned stay and not caused by the issue. The patient was discharged the next day.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that there is no allegation against the ar-6430 dualwave outflow tube set. However, the received ar-6480 (serial number (B)(6)) was functionally tested and found to be working as intended. No problem was found. There are no allegations against the ar-6430 dualwave outflow tube set.